Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor break. Customer's blood glucose was 5 mmol/l. The customer stated the sensor broke before insertion. The customer explained that actual sensor detached from the needle housing after uploading it to the serter, so she could not use the sensor. The customer was advised that replacement will be sent.